Event description:
Upon deploying bilateral stent, the deployment device broke within the scope (395986 )-. The procedure was completed by removing the device from the scope with a biopsy forcep. The stent was able to be placed in the target location. No harm to patient and no need for additional/interventional procedures. This file will capture the user error of not deploying the side-by-side stents simultaneously as per IFU. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
PMA 510k # k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.